Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that as received, a partial lead (only connector portion) was returned in one piece. Visual examination found an external abrasion breaching the outer insulation and exposing the outer coil. The cause of the reported event was due to the external insulation abrasion is consistent with friction to device can.

Event description:
This report is to advise of an event observed during analysis.